Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. (B)(4) samples were provided to our quality team for investigation. Through visual inspection, it was observed that all samples have missing all the scale markings from the zero line down to the 1-1/2ml graduation line. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3303211. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309570. Batch# 3303211. It was reported that the bd syringe 3ml ll w/ndl 25x5/8 rb had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Date: 09/06/2024. Complaint number: (B)(4). Account name: rmg west. Contact person: (B)(6). Item description: syr, ll,3ml,25gx 5/8", needle combo. Incident description: missing measurements. Hello, we have received a quality complaint on product sold to our customer. Please contact the customer and cc distributedquality@medline.com and djreyes@medline.com on any future communication. Injuries or adverse event: no. Item: 309570. Quantity affected: 2 bx. Serial/lot number: 3303211. Po: (B)(4). Are any samples available for return? Yes. Reported issue: a few of the syringes were missing part of the measurements on the syringe. For instance, the lines are missing from 0.1 ml to 1.4 ml. Item b-d309570 with lot # is 3303211. Expiration 9/30/2028. I have 3 examples at my desk if someone needs to see what I am referring to. Customer disposition request: repair. Additional information provided: are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. I was first notified on 09/04/2024 but it is unknown as to when we obtained the supply. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. Product was identified prior to use and all affected supply removed from patient care. Please wait for three business days and let us know once you received the shipping label and the sample has been shipped from your end? Shipping label not received yet. I will notify you once I get it.